Manufacturer narrative:
Qn#: (B)(4). From the pictures attached was unable to be confirmed failure mode reported as ligation failure - clip leaks. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product hemolok xl clips 6/cart 84/box lot# 73g1900266 investigation did not show issues related to complaint. P/n 544250 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73k2000256, the samples were functionally inspected, and during the test issue reported ligation failure - clip leaks was not observed in the current manufacturing process. Failure mode ligation failure - clip leaks could not be confirmed with picture attached; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions.

Event description:
It was reported that when the user attempted to ligate a lienal vein during a laparoscopic lienectomy the clip was not locked. Therefore, he/she loaded another clip from the cartridge and ligated. No clip fell/remained in the patient. No sample available for investigation as the patient had been infected with hepatitis c so that it was discarded at the hospital.